Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for routine follow up and upon interrogation, an alert for device reset was received. A successful download was performed and the device was returned to normal operation. Patient will be monitored.